Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a stuck/stiff plunger head. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn: (B)(6) was performed from date of manufacture 20jun2004 to the present date 06dec2020 and note that this device has been returned for service 3 times which correlates to the customer reported issue or service repairs. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004. The implementation date of the erp system.

Event description:
The customer reported a stuck / stiff plunger head. No patient involvement.